Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was noted to be defective. There was no patient involvement. On 05/20/2026, the following additional information was obtained: the failure of the instrument is that the cable is probably broken. The damage was not visible to the naked eye, but visible with or under a magnifying glass.